Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The customer took corrective action by administering a correction injection via multiple daily injections (mdi). Technical support confirmed the cartridge alarm, instructed the customer on steps to manage the issue, and eventually arranged to replace both the pump and cartridge. The customer understood all instructions and was informed about using a backup therapy to ensure continuous insulin delivery.